Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door open had failed due to repeated latch failures. A field service engineer (fse) replaced all four latches with new ones and tested them using the hardware test application. The door continued clicking sound and failed to open, so the fse replaced the door board. All latches were then functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower door open had failed. The customer stated that when the user tried to dispense the medications to the patient, the malfunction caused a delay in dispensing the medications to the patient, user managed to retrieve the medication from another station/pharmacy. However, there were no adverse events or injuries reported based on this event.